Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during the knee arthroscopic operation, after connecting with generator, does not function at all, the screen did now show any alert code. Visual inspections revealed signs of activation and saline residues into the suction tube. No visual damaged found in the shaft and cord. The electrode did not work during ablate and coagulation test. The photo provided by the customer only showed the labels of the package. Therefore, the device was sent to supplier for further evaluation. Supplier evaluation result for vapr s90 4.0mm w/integr hdp -ea: device was not returned in the original packaging. The distal tip shows no obvious signs of use and there are residues in suction tube. Finally, no visible damage to handle, cable or plug. The electrical test was performed; as a result, the active continuity was failed. Supplier summary: the customer claimed that the device, "does not function." The investigation confirmed that initially the device did not function. A break in continuity across the electrical crimp was discovered to be the fault. When on ablate mode, the generator would highlight an output short error. After an extended activation period of 45 seconds the device began to operate correctly on both modes. The returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. A CAPA investigation was initiated in july 2016 to investigate the intermittent connection within the device handle, which resulted in a design activity to improve the robustness of the electrical connections. The complaint device investigated was manufactured prior to this change. A CAPA investigation has identified the components used in the process are not compatible for this method of joining and further design activity is required to improve the robustness of the electrical connections. The root cause of this failure is a design fault, and corrective action is design improvements. A design change for the 225370 electrodes was implemented in 2020. DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated, which might explain the failures observed. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during a knee arthroscopic procedure on (B)(6) 2020, it was observed that the device was. During in-house engineering evaluation, it was determined that vapr s90 4.0mm w/integr hdp -ea device did not function at all when connected to the generator, and the screen did not show any alert code. During in-house engineering evaluation, it was determined that the device failed the electrical test, and as a result, the active continuity failed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.